Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a alarm was noted. It was also reported that patient was hospitalized and started on in patient therapy. Subsequently, a new mix corrected the previous alarms. No further adverse effects were reported.